Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the manufacture date is unknown. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device evaluation cannot be performed, therefore, the relationship between the device and the reported event is undetermined. The 2007, 15 month spyglass visualization system - spybite product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report addresses the second of two devices that were involved in the same event. Refer to MFR report # 6000122-2008-00001 for the event details.